Manufacturer narrative:
This MFR. Report # 2243072-2019-01928 is void. The returned samples were not bd product. Complaint will be closed, no investigation/DHR will be completed.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing four occurrences of leakage. The following has been provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the 20ml syringes failed. There was leaking at the rubber stopper inside the syringe. Per 20-aug-2019 email: I don¿t know the specifics on each of the 20ml syringes as I provided them when the failure ware reported individually. My understanding is the failure occurred in pharmacy, all leaking at the rubber stopper inside the syringe. I now have a total of 4 samples. If you need specifics for each I can try pulling the data again. I do have 4 of the 20ml syringes that failed (and were reported) in my office.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the unspecified bd¿ syringe has been found experiencing four occurrences of leakage. The following has been provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that the 20 ml syringes failed. There was leaking at the rubber stopper inside the syringe. Per (B)(6) 2019 email: I don¿t know the specifics on each of the 20 ml syringes as I provided them when the failure ware reported individually. My understanding is the failure occurred in pharmacy, all leaking at the rubber stopper inside the syringe. I now have a total of 4 samples. If you need specifics for each I can try pulling the data again. I do have 4 of the 20 ml syringes that failed (and were reported) in my office.